Manufacturer narrative:
(B)(4). Method: the complaint neopuff infant resuscitator was returned to the f&p service center in (B)(4) where it was inspected by a trained f&p service technician. Results: the f&p service technician reported that the manometer was out of specification. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: - dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected.

Event description:
A distributor in (B)(4) reported via a field representative that the manometer of an rd900 neopuff infant resuscitator was out of specification. There was no reported patient consequence.